Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, right radical colon surgery, after connecting the reload into the handle, they found out that the jaws of the reload could not be open. There was no patient injury.